Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Concomitant products: carto 3 system: model #: m-4800-01, serial #: (B)(4). Smartablate generator: model #: m-4900-07, serial #: (B)(4). Smartablate pump: model #: m-4900-08, serial #: (B)(4). Lasso catheter: model #: d-1220-39-s, lot #: 17279692l. Webster ez steer coronary sinus catheter: model #: d-1263-04-s, lot #: 17260772m. Non biosense webster - st. Jude medical 71cm brk needle. Non biosense webster - st. Jude medical 8.5fr slo sheath. Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device not returned. (B)(4). Event description continuation: product malfunction. The physician felt that the ablation catheter had caused a hole during the cardioversion. However, it was placement of the catheter and not its function or malfunction that caused the issue. Settings during the event include: power control mode / temperature cut off was 50 degrees celsius / impedance cut off was 250 ohms and impedance spike was set at 30 ohms / flow setting 17cc/min up to 30 watts and 30cc/min for 31 ohms and up / heparin was used and the act was kept between 350 ¿ 400.

Event description:
It was reported that a patient, (B)(6), male, underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade which required surgical intervention. The patient's medical history is unknown. The patient event was noted soon after a cardioversion for an atrial fibrillation which occurred towards the end of the procedure. The physician was checking the pulmonary veins for exit and entrance block. He had been looking at the left atrium with the intracardiac echocardiography (ice) and noted that the pulmonary effusion had occurred with fairly quick onset after the cardioversion. Also noted was that the patient's blood pressure dropped. The medical intervention provided was an open heart surgery to find and close the perforation in the left atrium. A transseptal puncture was performed. The st. Jude medical 71cm brk needle and the st. Jude medical 8.5fr slo sheath were used in the procedure. There was no ablation at the site of injury. The last ablation cycle was about 45 seconds and down around the mitral annulus at the 5 o'clock position. There were no error messages noted on the biosense webster equipment. The patient did require extended hospitalization. As of (B)(6), 2015, the patient was improved and on a regular cardiac nursing floor recovering from the open heart surgery. The physician's opinion regarding the cause of this adverse event was that it was a procedural issue and not a biosense webster